Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient's temperature fell from the target of 36.5c to 35.9c while on the arctic sun device. The water temperature was 39.7c and the flow was .9lpm.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation and the lot number is unknown. It is therefore unknown if the device failed to meet specification. The device was being used for treatment at the time of the reported event. A potential failure mode could be ¿low flow due to tubes are not fully connected to port barbs¿. A potential root cause for this failure could be "incorrect machine set up". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product code is unknown, the z300-unknown arcticgel pads product labeling is found to be adequate based on past reviews.

Event description:
It was reported that the patient's temperature fell from the target of 36.5c to 35.9c while on the arctic sun device. The water temperature was 39.7c and the flow was .9lpm. Per follow up, the patient was able to complete therapy and reach target on the device.